Manufacturer narrative:
Conclusion - the operating surgeon opined that the rapid absorption of distention media through the base of the fibroid and lack of communication between himself, the anesthesiologist, and the circulating nurse contributed to the fluid overload and pulmonary edema. The opined that a fluid management system may have helped.

Event description:
It was reported that a patient underwent a hysteroscopic resection of a submucous fibroid in 2007. During the procedure, a diagnostic hysteroscopy was performed using saline and a five mm hysteroscope. The cervix was then dilated to 25f. There was some difficulty placing the resectoscope into the uterus and the cervix needed to be dilated about three or four times back to 25 f, therefore, the 25 f dilator was left in place for a few minutes. The resectoscope was then placed into the uterine cavity and resection proceeded. During this time, it appeared that the intake and outputs were fairly matched. The or was not using any fluid management system. There was some difficulty in the resectoscope coming apart from the sheath because it was not locked together. However, it was reported that the scope was working properly and that it did not malfunction in any way. About 30 minutes into the procedure, the circulating nurse said the suction was not working well. Intially, the surgeon thought that the nurse had said that the fluid discrepancy was 250cc, but she had actually stated that it was more than 2500cc. The procedure was stopped and the fluid bags were counted again and the nurse said there was 8000cc in, but only 3500cc in the vacutainer. At this point, labs, including a cbc and bmp were ordered and drawn by the anesthesiologist. The patient appeared hemodynamically stable and oxygen saturations were in the 90's. During this time, the surgeon was retrieving pieces of the fibroid from the uterine cavity. While doing this, the patient started moving her legs and the anesthesiologist noted her saturations were dropping, and frothy sputum was noted in the lma. The instruments were removed from the vagina and the patient was taken out of the dorsal lithotomy position. The labs returned and the bmp was normal, the hemoglobin hemacue done in the nursery was six ( a repeat in the ICU was ten). The anesthesiologist gave the patient lasix. The lma was switched to an et tube. She was subsequently transferred by ambulance to the ICU in the main hospital. The patient had a fluid deficit of greater than 5000cc. The patient was evaluated and diagnosed with pulmonary edema. Fluid deficit of 25cc maximum was communicated to the or staff. It was reported that the device functioned as expected. The surgeon opines that the rapid absorption of distention media through the base of the fibroid and lack of communication between the surgeon, the anesthesiologist, and the circulating nurse contributed to the fluid overload and pulmonary edema. The surgeon opined that a fluid management system may have helped. The patient is doing fine at this point and was able to void one liter of fluid with no repercussion to the kidney according to the anesthesiologist.